Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part has been identified and ordered.

Event description:
The customer reported the system failed to save patient images. No report of patient injury.